Event description:
The customer observed biased control results on the vitros 250 analyzer using amon reagent. Biased results could lead to inappropriate physician action. No biased results were reported. There was no report of pt harm as a result of this event.